Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 8 false positive rsv results on the alinity m resp-4-plex assay. The customer stated that for the past couple of days they have been getting a lot of rsv positive results. Some of the samples were retested using the aus diagnostics platform and the results were negative. Some results were released to the clinician whom had questioned the results. There was no report of impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Event description:
The customer reported 4 false positive rsv results on the alinity m resp-4-plex assay. The customer reported the following false positive discrepant results sample ids (sids): (B)(6).

Manufacturer narrative:
B5 was corrected from 8 patient samples to 4 patient samples with discrepant results. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were not available to be reviewed. The runs for the reported discrepant results were valid and met assay specification requirements. There was no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 was performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The validity of the runs involving the reported discrepant result samples were verified. The assay met specification requirements. No error codes or flags were displayed for the run controls. The amplification curves for the discrepant result samples were reviewed and showed normal amplification. Plate mapping analysis found no evidence of potential amp plate carryover risk. Quality data review: device history record / batch record review. Device history record (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components; no issues were identified. No issues were found during quality control (qc) testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960. The lot passed quality specifications at the time of release. As a result of this review, no issues were identified which could have resulted in the reported discrepant result complaint. CAPA / non-conformance review: a CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed to identify any records that were potentially related to the reported discrepant result complaint. The search did not identify any records related to the reported issue for lot524960 (including the components). Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 524960. The complaint tickets will be investigated and dispositioned according to the results of the respective investigations. A product deficiency was not identified as a result of the complaint history review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 was not identified.